Manufacturer narrative:
(B)(4)

Event description:
It was reported that the battery voltage had significantly dropped within a few days from eri to eos. The device was successfully explanted and replaced. It was noted that the device could not be interrogated.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.